Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested assistance with programming this cardiac resynchronization therapy defibrillator (crt-d) into magnetic resonance imaging (MRI) protection mode. Ts reviewed device settings and confirmed the system to be magnetic resonance imaging (MRI) conditional. Ts also observed that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements. No adverse patient effects were reported. This lv lead remains in service.